Event description:
A caller reported a malfunction on their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support agreed to replace the pump, sent a replacement with updated software, and advised the caller on backup insulin delivery using multiple daily injections (mdi) while waiting. The customer acknowledged instructions for storage mode and return processes and agreed to return the faulty pump within 10 days.